Event description:
It was reported that at 550,024 joules of use during a prostate procedure, the fiber card would no longer permit fiber function. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap at the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap; detritus on the metal cap was also observed. The identified issues would likely activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The fiber card was verified to be expired due to the soft joule limit being met/inactivity for 30 minutes. The most probable root cause of the fiber issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.